Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any damage to the red hemostasis cap. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an eopa arterial cannula, it was reported that there was damage with the red rubber part of the device. The issue was confirmed immediately after opening the packaging. The device was replaced. There was no patient involvement, so no adverse effect occurred.